Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6 a DHR review was performed and no relevant non-conformances were identified. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. Based on the limited information available, the complaint was confirmed and likely caused by patient factors, including the infection history. An edwards defect has not been confirmed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 29mm 7300tfx valve in the mitral position, underwent a valve-in-valve procedure after an implant duration of 1 years, 3 months due to intravalvular regurgitation and severe stenosis. The patient presented with heart failure. The tmvr was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 29mm 7300tfx valve in the mitral position, underwent a valve-in-valve procedure after an implant duration of 1 years, 3 months due to intravalvular regurgitation and stenosis. The tmvr was performed with a 29mm 9600tfx transcatheter valve.